Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, no delivery/occlusion alarm - unknown timing, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1780kl. The customer reported a short battery life or a low battery alarm. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue using the device. No product return was required for mmt-332a. No product return was required for unomedical. No product return was required for mmt-1780kl.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. All buttons function properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 104: 03/20/2024 21:51:00.000 was found in the history files and traces. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. Confirmed pump alarmed insulin flow blocked alarm on 03/16/2024 09:43:06.000 bolus and 03/16/2024 09:56:00.000 bolus in pump downloaded history during bolus. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Charge/battery lasts less than expected was not confirmed. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. Keypad/button unresponsive/button error not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.